Manufacturer narrative:
(B)(4).the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with flap striae in the left eye one day post treatment. The surgeon waited twelve days for the striae to heal, and eventually, a flap lift, rinse and smoothing was performed on (B)(6) 2013. The patient stated that they experienced blur in the left eye, and vision in the right eye was clearer than the left eye. There was no loss of best corrected visual acuity (bcva) reported.